Event description:
On 27-aug-2025, it was reported that a beta bionics ilet user experienced glucose variability, with a low blood glucose value of 50 mg/dl and a high of 300 mg/dl. The user managed the hypoglycemic episode with fast-acting carbs and remained on ilet therapy for correction of the high glucose value. The user also reported dissatisfaction with the cartridge capacity and requested to return the ilet. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.